Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: review of the black box data revealed unexplained power on reset¿s observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. Power on reset was duplicated with the returned battery cap. A new test battery cap was able to be carefully attached to the pump and was used to complete a 24 hour duration test. No power on reset was duplicated during this time. The pump cover was removed with no evidence of internal moisture or damage to the power circuit found. Investigation confirmed damage to the pump but did not duplicate a power issue.